Event description:
It was reported following a percutaneous coronary angioplasty (ptca), a 6f angio-seal vip was used. The pt recovered well for 12 hours and then developed pulsatile bleeding and a hematoma at the puncture site. Manual compression was applied and had a painful leg the extended his length of stay. The pt was taking prescribed anti-coagulant medication. The physician was in the angio-seal training process.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The anigo-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the used of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.